Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device, used in treatment, has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include raw material issues or storage environment issues. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a silicone layer problem occurred to the allevyn gentle border dressing. During set-up particles of silicone came loose of the silicone layer. Patient received a new box. No delay nor patient harm reported.